Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: (B)(4).

Event description:
It was reported that the patient had lower back pain and an MRI was to be performed. The MRI was reportedly not related to the pump. It was later reported that the cause of the event was a post-op reservoir pocket infection requiring pump removal and later replacement. This was not a mechanical failure. The patient was hospitalized. The patient recovered without sequelae. It was noted that the patient was a smoker. The device system was used to deliver hydromorphone.